Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit optical fibers 1-3 met specifications for optical signal properties, and thermocouple error and no contact force messages were displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location causing a fracture in the red and green tc2 wires at this location, consistent with the detected error messages. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming a fractured tip.